Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an overdischarge, a por (power on reset) condition existed. While stimulation was turned on, the pt experienced no stimulation sensation. An impedance reading >40000 ohms was noted. All pairs in combination with 0 and 3 were >40,000. There was a reading >20000 ohms. All electrodes on the left side of the 3998 paddle were >20.000. With stimulation turned on there was a shocking or jolting sensation. There was no known accident or incident related to the event. It was noted that the pt had extensions revised last thursday and that prior to this revision the pt had intermittent stimulation. The pt felt "shocking" sensation when they ran impedances and also at a point when they were attempting re-programming. Additional info was requested.